Event description:
A (B)(6) admitted on (B)(6) 2013, for cardiac cath, with intervention. Physician completing the cath found retained object immediately upon performing the catheterization; imagery shows small "clamp-object" in pericardium. Further investigation and review of an cxr taken post-CABG on (B)(6) 2012, the object can be seen; no one visualized the object on xray at the time. The pt was not aware at the time. The cardiac thoracic surgeon was notified and reviewed the object, it was determined to be a "bulldog" clamp. The surgeon, pt and family determined that returning to the operating room to have the clamp removed would be more dangerous to the pt than leaving the clamp in. The surgeon was able to determine that the clamp was not connected to anything and was not causing any issues. Reason for use: CABG.